Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a biventricular upgrade procedure. Upon review, the right ventricle lead exhibited high capture threshold. The lead was explanted and replaced. Patient was stable.